Manufacturer narrative:
Investigation into the event showed that the biased results were confined to a single reagent pack. The calibrator responses and calibration parameters for this pack were atypical compared to expected values. Calibration using a new pack yielded acceptable calibration and qc results. There was no evidence of analyzer malfunction. The root cause of the event has not been determined.

Event description:
An ocd lab specialist reported that a customer observed a biased valp result for a patient sample on the 5,1 fs analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.